Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosis in the distal right coronary artery. Reportedly, during pre-dilatation, a 2.25x12mm rx trek balloon catheter was advanced; however, the balloon ruptured at 6-7 atmospheres during first inflation. A non-abbott balloon catheter was used for further dilatation and a xience xpedition was then implanted. There was resistance met with the anatomy during advancement; however, no resistance was met during removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.